Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to be dislodged and exhibited high thresholds one day after implant. The ra lead was programmed off. No patient complications have been reported as a result of this event.